Event description:
During catheter removal, a slight (but typical) sensation of resistance was felt. After removing the device, the operator noticed that the distal (silver) end was missing. Brain imaging was performed and confirmed the presence of the fragment in the patient. This incident has not yet had any clinical consequences for the 17-year-old patient, but it does expose him to a potential contraindication for an MRI scan, as well as to complications related to the fragment present within the skull.